Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient reported seeing an unspecified low cgm reading on his dexcom mobile app, however, he reported not receiving an alert to notify him of his hypoglycemic state from either his dexcom mobile app or tandem insulin pump. The patient did not take a bg meter comparison value. The patient self-treated with some oats but began to have difficulty speaking and felt as if he was about to lose consciousness. The patient also stated he was not aware of his surroundings. He called 911. Once ems arrived, the patient¿s bg meter reading was an unspecified low value and the cgm comparison value could not be recalled at this time. The patient was given more oats and some juice to drink. The patient was then transported to the emergency room. At the emergency room, the patient¿s bg meter reading was taken again but the specific value could not be recalled. The patient was admitted to the hospital and treated with IV fluids. The patient¿s sensor was also removed. The patient was discharged on (B)(6) 2025. Once home, the patient inserted a new sensor. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).